Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery and squirted out insulin during manual prime. Customer also reported there was a crack in the battery area. The customer¿s blood glucose was not provided at the time of the incident. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.